Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. The raw data generated by the lh750 analyzer for this patient sample were analyzed. A dominant eosinophil population appeared to overlap with the neutrophil population and the two populations were not distinguished by the software algorithm; however, this abnormal pattern did trigger flags prompting further review of test results. This appears to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that on (B)(4) 2009, the lh750 hematology analyzer generated an erroneously low eosinophil count (9.7%) on one pt sample. The test results were accompanied by instrument-generated flags. The customer performed a manual differential and recorded a 53% eosinophil count. The customer believes this is the correct result. The pt's sample was twice repeated on the lh750 analyzer with both test sets giving an eosinophil count of 0%. The test results were accompanied by instrument-generated flags. There were no erroneous results reported outside the laboratory. There were no reported changes to pt treatment as a result of this incident.